Event description:
It was reported that the ventilator's printed circuit board was contaminated with liquid. There was no patient harm. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
On-site investigation was performed by our field service engineer. The claimed issue was reproduced during troubleshooting. Monitoring printed circuit board have been cleaned and the issue have been resolved. Moreover, evaluation of provided device's logs revealed occurrence of technical error indicating an open safety valve. Ingress of liquid/corrosive substance on printed circuit boards can cause failure/short circuits which might lead to a ventilator malfunction. It has remained unknown under which circumstances and when liquid entered the unit. The cause of this issue has been established as accidental damage. The root cause to the reported issue has not been determined. The root cause of occurrence of technical error indicating an open safety valve has not been determined. The ventilator passed all functional and safety tests and was cleared for clinical use.

Event description:
Manufacturer's ref. #: (B)(4).